Event description:
Event description: on or about (B)(6), 2020 a depuy spinal was used in patient surgery. Upon information, the product used in patient surgery include depuy expedium , cobalt chromium rods, uniaxial pedicel screws, depuy spine screws, rod viper straight and or other associated devices. The patient had some pain postoperatively and also had descriptions of cracking and popping involving her lumbosacral spine. X-ray revealed a disengagement of the left-sided rod from her l3 pedicle screw and the patient's coronal balance also appeared to be significantly affected. Patient was caused to sustain severe, serious, permanent injuries that had rendered her sick lore, lame and disabled. Also noted the patient experienced necrosis. On (B)(6) 2020 the patient underwent reinsertion of spinal fixation device with revision of instrumentation due to posterior instrumented spinal fusion hardware failure. On (B)(6) 2020 the patient underwent excisional debridement of skin including the subcutaneous level and fascia, right side and left side. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference report mw5154686.